Manufacturer narrative:
Suspected root causes: use of damaged or bent driver, failure to tap if bone patellar tendon bone graft used, graft/screw/tunnel not appropriately sized, insertion over a bent guide wire.

Event description:
Customer reported that biosteon screw broke during surgery. The surgery was completed using another device.